Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was not confirmed. However, in addition to the reportable malfunction, the evaluation found a deformed connecting tube, lacerated connecting tube protector, broken cam eyepiece unit, and a defective air valve unit control unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the end of the rhino-laryngo fiberscope became unglued after the doctor removed the disposable cover. The device was returned and during the device evaluation the following reportable malfunction was found: the bending section cover was detached. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the loosening or detachment of parts could not be determined. Olympus will continue to monitor field performance for this device.